Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous and calcified, 80% stenosed subclavian artery the supracore guide wire was positioned at the lesion and the omnilink elite stent delivery system was advanced, but the stent dislodged. Part of the stent was in the vessel and part remained in the sheath. A cut-down at the radial artery access site was performed and the stent was removed. A different omnilink stent was successfully implanted. The patient outcome was noted as satisfactory. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties and subsequent patient effects and procedures appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.